Manufacturer narrative:
Concomitant products: product ID 8703, lot# j94133054, implanted: (B)(6) 1994, product type catheter. (B)(4).

Event description:
It was reported that patient¿s pump was moving due to significant weight loss. It was indicated that the ¿catheter tubing to the pump was too long¿ the tubing was ¿bunching up¿. It was added that the healthcare provider (hcp) wanted to move the pump to the middle of the abdomen; however the patient does not believe ¿it was a good idea to put it there¿. No patient symptoms were reported. No patient injury was reported. The pump was being used to deliver dilaudid and clonidine.